Event description:
Patient reported access port broke prior to first adjustment of lap-band. Implanting physician confirmed leakage from what is probably a tubing break. Event is being reported as there is a possibility that a serious injury could occur if event were to re-occur.